Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025, while at work the patient¿s fasting glucose was 120 mg/dl (no mention if egv or bg). She took her breakfast insulin, and she notice her egv started to rise from 200- 300 mg/dl. She did not test with a meter, until she started experiencing symptoms like talking crazy stuff and kept slapping her office desk and kept sliding in the chair. The patient¿s boss recognized that something was wrong so he called her daughter who works close by, and the emts arrived. They check her bg and she was at 40 mg/dl while her cgm still showing 300 mg/dl reading. She was given glucose tabs and a protein bar. Emt¿s rechecked her bg and she became stable. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.